Event description:
Information received indicates the brake will lock but the casters continue to swivel.

Manufacturer narrative:
The technician found the teeth on the caster that prevent the caster from swiveling when in brake were worn on all four casters. The technician replaced the four casters to repair the stretcher.